Event description:
This ra lead was implanted on (B)(6) 2008 and remains implanted. It was reported to technical services on (B)(6) 2012 that there was occasional under sensing. It was programmed to 0.15 and checked out fine otherwise. Was in a tachy that was under sensing at times. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).